Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead. The lead had high impedance and lead fracture is suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and a right ventricular lead integrity alert. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2014, sensing integrity counts up to 4331. No episode data collected to substantiate lead noise oversensing or inappropriate shocks. On (B)(6) 2014, rv bipolar lead impedance measured 4047 ohms, up from a trend of 627 ohms. Rv lead integrity warning occurred (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and high rate ns episodes. Rv bipolar impedance alert triggered (B)(6) 2014 with impedance greater than 3000 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.